Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient was undergoing an advanced bilateral evaluation. Caller believes patient got left ens wet and it stopped working yesterday. Caller is currently with patient and has replaced ens, paired verify controller, can interrogate, but gets an error message when trying to configure lead to activate programs. Caller tried interrogating again and the same message of "invalid test cable. Test cable cannot be used" and prompts to exit or try again. Ts advised is next would be to replace next component (ens connector) as ens has already been addressed. Caller states they will not replace anything because patient still has one side that is still working. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the ens not working was determined; the patient had gotten it wet. At the office appointment (B)(6) 2021 with the manufacturer representative, they were unable to fix lead due to water damage. The issue had not yet been resolved.